Manufacturer narrative:
Implant and explant date, (B)(6) 2014 and (B)(6) 2018. Manufacturing evaluation: the valve was received in the return kit, submersed in an unknown liquid. Visual inspection - we observed no deformations or other irregularities. Permeability test - the results showed that the valve was permeable. Adjustment test - n/a braking force and brake function test - n/a results - in order to verify if the valve was affected by the known risks of hydrocephalus shunt therapy, as for example from substances commonly found in csf (protein, blood, or tissue), we took apart the valve. There were visible deposits within which could have led to a temporary blockage in the past. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the 3 year 9 month valve had blockage and no adjustment could be made. The valve was subsequently explanted.